Event description:
A customer reported that during cataract procedures, an occlusion error with several cassettes of the same lot number occurred. The customer attempted to use the cassette on both consoles at the facility, but the error continued to occur. The issue was resolved by replacing the products. No pt harm was reported for any of these cases. Add'l info has been requested.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A product sample was received and is awaiting eval. (B)(4).